Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: failure analysis - unit received had the handle closed without the transitional being inserted which caused the handle to become misshaped. The handle was reopened to accept the transitional again. Unit was also received without the adjustment wrench. Root cause: complaint confirmed via inspection of the unit. Device received was damaged due to misuse as it had the handle closed without the transitional inserted, causing the handle to become misshaped. Unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2013). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the transition bar on the mayfield ultra base unit (a2101) would no longer fit and tolerances were too tight. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.